Manufacturer narrative:
Representative samples were returned for investigation. 37 samples lot 25015121, 15 samples lot 24125003 and 6 samples for lots not reported. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were daisy chained together and pressurized with air. No leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxplus needless connector the following information was received by the initial reporter with the following verbatim it was reported by customer that after placing they noticed that it was leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.